Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.